Event description:
It was reported the patient no longer had stimulation coverage. Reprogramming was able to provide coverage; however, x-rays showed the lead had migrated. Follow up identified the physician explanted the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.